Event description:
The customer reported that the disinfectant was leaking. There were no physical symptoms reported. The asp field service engineer (fse) went to the facility to asses the unit.

Manufacturer narrative:
Other, solution spill, capital equipment, evaluated at customer site. The fse found the unit operating. Upon add'l follow-up, the customer stated that they have not been having the same issue.